Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported via nbir left side capsular contracture, baker grade IV, seroma, and wound problems. The device has been explanted.